Manufacturer narrative:
Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite extension set was clogged. The following information was provided by the initial reporter: when they accessed the connector on the extension set, it was not able to be flushed.

Manufacturer narrative:
H6: investigation summary. No product or photo was returned by the customer. It was reported that the connector on the extension set will not flush. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 20059e lot number 21119718 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08nov2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A definitive root cause for the customer's experience could not be determined as no needle-free connector (smartsite) was returned. Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion of this nature. CAPA (B)(4) has been initiated. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston during the assembly process. H3 other text : see h10.

Event description:
It was reported that the bd alaris smartsite extension set was clogged. The following information was provided by the initial reporter: when they accessed the connector on the extension set, it was not able to be flushed.